Event description:
There was an allegation of questionable results from two coaguchek xs meters, serial numbers (B)(6). The meter (B)(6) result was 3.5 inr. The meter (B)(6) result was 2.2 inr. The result from the laboratory was 2.7 inr. The same vial of test strips was used on both meters. All results were within minutes of each other. Any medication dosage adjustments were made based on the laboratory results. The patient's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The coaguchek xs serial numbers were (B)(6). Both meters were requested for investigation. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Meter (B)(6) was returned for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr) qc 1: 1.1 inr. Level 2 testing results (qc range = 2.5 - 3.7 inr) qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Meter (B)(6) was returned for investigation. The strip guide was removed revealing extreme contamination of the heater plate. This contamination is classified as a handling error. With a contaminated heater plate the heating process might take longer. This will influence the results.